Manufacturer narrative:
Patient information is not available for reporting. Exact date of device breakage is unknown; however, it occurred at some point between the implant procedure ((B)(6), 2015) and the date of discovery ((B)(6), 2015). Additional product code ¿ hwc. (B)(4). From a manufacturing standpoint the nonconformance issued against raw material would not contribute to this complaint condition since the nonconforming material was returned to the supplier. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a distal humeral fracture procedure with variable angle (va) locking screws on (B)(6), 2015. During a post-operative x-ray on (B)(6), 2015, the surgeon discovered the screws were broken. A reoperation was conducted on (B)(6), 2015 utilizing a pinning technique. No surgical delay was reported. This report is 2 of 3 for (B)(4).